Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient suspected of a having a stroke and presented in clinic for a follow-up in poor condition. Physician requested a MRI scan of the brain and during an attempt to change the device in MRI mode, the wand communication failed. The device couldn¿t be programmed to MRI mode. Patient was admitted to the hospital where patient condition did not improve and passed away. The indication was ventricular fibrillation, mono-ventricular tachycardia, and recently atrial fibrillation. Device did treat patient¿s condition and no other device malfunction before the wand communication issue was noted. It is believed that the device appeared not to be working when patient was observed. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available at this time.

Manufacturer narrative:
A partial lead in one piece measuring 7.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.